Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump and catheter were replaced. The pump was replaced to avoid in-vivo battery depletion. The catheter replacement was due to a break, tear or hole. It was noted that a dye study was done and nothing was seen, but the catheter was replaced "to be safe". The pump delivered lioresal. The pt recovered without sequela.